Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not been recovered from the field. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the monitor. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date monitor: 01/15/2015; electrode belt: 03/12/2015.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient was treated by the lifevest prior to passing away on (B)(6) 2015. The patient was in a long-term acute-care facility at the time of the event. Review of the event indicates that the patient experienced asystole, which is considered a non-life sustaining, non-treatable rhythm. The downloaded data reveals that CPR artifact contributed to a false detection in which the patient received one shock. The patient passed away (B)(6) 2015.